Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed dermatitis on his chest under the lifevest. The patient's physician advised the patient to send the lifevest back due to the irritation. During a follow up call, the patient reported that the irritation was getting better. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.